Manufacturer narrative:
Previously, a ventilator was returned to the manufacturer for service. The ventilator was due a service, but when it was in clinical use the end users were getting alarms. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's 3-way solenoid valve & system board, and fio2 sensor were replaced to resolve test failure. The device passed performance verification. The device was returned to the manufacturer's product investigation laboratory (pil). Pil was unable to confirm the failure of the system pca, solenoid, and fio2 cable. Pil installed the system pca, solenoid valve and fio2 cable on the trilogy evo stb and ran therapy for approximately 1 hour. Pil concluded that the system pca , solenoid valve and fio2 operate without an issue. Pil retrieved and reviewed the event log and found nothing of note. Pil concluded that the system pca, solenoid valve and fio2 operate as designed. The trilogy evo cable, system pca to fio2 sensor has been scrapped.

Event description:
A ventilator was returned to the manufacturer for service. The ventilator was due a service, but when it was in clinical use the end users were getting alarms.there was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's 3-way solenoid valve & system board, and fio2 sensor were replaced to resolve test failure. The device passed performance verification.